Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The ra lead appeared to be sensing late on the electrogram (egm) as well. A chest x-ray was performed and the ra lead had dislodged. It was on the floor of the atrium. Subsequently, a revision procedure was performed and the ra lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported.